Manufacturer narrative:
(B)(4). The report is being sent by request from FDA stating that initial report has not been received for 3008769756-2017-00016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what type of treatment was being performed? Ablation of an osteoid osteoma. Was an introducer used? If so, what size? A 13g bone biopsy introducer was used to enter and extend past the lesion. In our practice, that introducer is removed from the bone, leaving a well formed track, before the probe is inserted into the lesion. We know to do this as it has happened before, and is known that the introducer itself can break the tip of the probe from the device. So we no longer allow the introducer to remain in the bone with the probe. How deep in bone was the ablation? ~1cm. After the ablation, was the introducer removed first or was the probe and introducer removed together? Introducer is not present, so the probe is removed alone at the completion of the thermal therapy.

Event description:
It was reported that during a microwave bone ablation, the ceramic tip broke off in the ablation track when they were removing the probe. It was not reported how the procedure was completed. There were no patient consequences reported.